Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/26/2015 with the following findings: animas has conducted a review of the device history record for this pump and meter and confirmed that they were operating within required specifications at the time of release. On investigation, the alleged inaccurate delivery issue was not verified in the black box or duplicated in the evaluation. Review of black box data did not find evidence of inaccurate delivery. The last basal and bolus were delivered a day after the event date and the pump was suspended and delivery was never resumed. The total daily delivery added up correctly and reflected the user¿s programmed basal rates. No atypical activities were found in the alarm history. With the returned caps, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercises were executed without incidences. The pump delivery accuracy was within specifications. Bolus exercises were completed and recorded correctly.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that on the complaint date, the patient had experienced hypoglycemia while on pump therapy. Reportedly, the patient¿s blood glucose (bg) was at 32 mg/dl with difficulty speaking, confusion, cognitive impairment and was unsteady when standing and walking. It was reported that the patient required third party intervention and received glucagon injection by non-medical personnel. The patient allegedly remained on pump therapy without any recent adjustment to the pump settings. The reporter alleged that there was an inaccurate delivery issue started on (B)(6) 2014. Customer technical support agent reviewed the basal and bolus deliveries with the reporter and determined that they were correct and as programmed. Review of potential perceived inaccurate delivery issue and potential bg issue did not identify any assignable causes. This complaint is being reported based on the allegation that the patient experienced severe hypoglycemia related to an alleged inaccurate delivery issue of unknown cause.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.